Event description:
A medtronic rep reported the front left wheel has broken off the staff cart. This event was not reported in the surgical arena and no pt was present.

Manufacturer narrative:
RMA issued. Eval found that, as reported, the wheel was broken off at the screw threads. Replacement part shipped (B)(4) 2012.